Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was stuck around the patient and that they were using the wrench to find the hole to put the t-handle through. Troubleshooting was performed; the field representative (rep) asked the site if they had tried to use the yellow emergency door open button, but they had not. The rep confirmed that the t-handle was not in the hole. The rep located the yellow button and had the (site) press the 'm' button. Gantry opened, and they were able to remove the imaging system from around the patient. The delay was about 30 minutes. No known impact to patient outcome. There was a less than one hour surgical delay.